Manufacturer narrative:
No conclusion can be drawn for the drill bit. No evaluation was performed, as the device was discarded by the customer. It was also noted that there was no failure found in the motor and the attachment was scrapped. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The avs15 has been in use for approximately 39 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery, the drill bit would not seat properly while creating a pilot hole in an anterior cervical fusion plate. The drill made contact with the side of the plate, sheared off and hit the jugular vein causing blood loss but they were able to repair the damaged vein. On follow up, it was reported that there was a procedure delay for about 1 and half hour to repair the damaged vein. It was also reported that one unit of blood was given and the patient is currently in the neuro intensive care unit. No further information can be provided for the lot number of the tool as it was already discarded.